Event description:
It was reported that a pt experienced hoarseness following explantation of vns device. The physician indicated that the hoarseness may be due to a laryngeal nerve injury sustained during the explant procedure since the entire lead and electrodes were removed. The nerve damage has not been confirmed. No medical intervention has been taken, and the pt is being given time to heal. A portion of the explanted lead was returned to the manufacturer, and no obvious anomalies were noted.